Manufacturer narrative:
The event has been reported with a delay due to our retrospective examination of the record. At the time (2017) the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we have reported it now. Getinge became aware of an issue with lucea 100 duo device. As it was stated, covers of the light heads were damaged and particles were missing. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification as it was damaged and particles were missing, and it contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. Cover cracking is indicated by our product experts to likely be caused by combination of different factors such as: mechanical stress, environmental conditions (such a high temperature and humidity variations during transport and storage), use of inappropriate cleaning/disinfections products, or inappropriate cleaning and disinfection protocols. We believe that all remaining devices are performing correctly in the market. We also believe that if the preventive maintenance would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 16th june, 2017 getinge became aware of an issue with lucea 100 duo device. As it was stated, covers of the lightheads were damaged and particles were missing. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off may cause contamination.